Event description:
It was reported that during a pulse field ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that the sheath was prepared without issue. Upon insertion of a non-boston scientific mapping catheter and a farawave pfa catheter, air bubbles were observed in the sheath. The troubleshooting steps included re-aspiration, but bubbles continued when catheters were inserted into center port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
It was reported that during a pulse field ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that the sheath was prepared without issue. Upon insertion of a non-boston scientific mapping catheter and a farawave pfa catheter, air bubbles were observed in the sheath. The troubleshooting steps included re-aspiration, but bubbles continued when catheters were inserted into center port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.